Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, including a documented low glucose of 49 mg/dl while away from treatment and driving to obtain food, along with frequent lows amid recent daily infusion set changes and increased total daily insulin. Symptoms included hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates and remote coaching without need for medical intervention. Investigation included review of reported glucose metrics, user meal announcement practices, hypoglycemia treatment behaviors, infusion set and cartridge handling, and insulin usage patterns. Investigation of this case revealed no device alarms or observable hardware issues, with coaching focused on timing of meal announcements, appropriate hypoglycemia treatment, spacing of meals, and infusion set handling; the cause remained unclear due to concurrent behavioral and adaptation factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.